Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Event description:
It was reported that during routine inspection by getinge ield service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. There was no patient involvement.

Manufacturer narrative:
Type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field safety engineer (fse) reported that the unit failed pim test during protocol run from software update. Replaced safety disk and re ran tests, all ok now and machine cleared for clinical use.